Event description:
There was a patient on the table in angio, which is used with a philips allura xper fd20/20 radiology system. The patient was on a backboard, strapped to the table. The patient's leg from the knee down, slipped off the table and that movement put the table in a free float default causing the table to move the opposite direction of the leg that came off the table. This caused the backboard to slip sideways and the weight of the patient's torso caused him to fall towards his head. The patient hit his head on the fixed c-arm. The patient was taken to CT where a CT was performed which was negative. The service people were called and responded immediately. The table has been worked on twice since then and tightened. A philips representative was contacted. She has done intensive work with the philips engineers. They have looked to see if any other facilities had reported this type of problem. So far we are the only one with this problem. She looked at our service logs. We had not had this problem with the equipment prior to an upgrade which included a new table. The engineers are looking at this table versus the original table to see differences which may cause the problem. The service representative has mentioned the possibility of going back to the old table. However, when we did the upgrade the table was replaced because the old table was incompatible with the upgrade. All the patients were heavier patients. We have asked philips if we needed to change the table limit which is currently at 500 lbs to 400 lbs. They don't think so. Part of the problem is when we move heavy patients from their bed to the table. We have used slider boards and a hover mattress.philips is taking this very seriously and doing investigative work on their end. However they have made comments that we are the only ones having this problem.